Event description:
It was reported the patient¿s scs system was not providing adequate relief. A field representative met with the patient on (B)(6) 2018 and determined impedance values were abnormally high on 6 of 8 electrodes. As a result, the patient is awaiting surgical intervention.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2019-00775. It was reported the patient was unable to increase amplitude. The patient was able to feel stimulation in the arms while bending down to touch her toes. Diagnostics revealed 6 of 8 electrodes were abnormally high. Troubleshooting determined the lead extension caused the high impedances. As a result, the lead extension was explanted and replaced. Effective therapy was restored and all impedances were within normal range post-op.